Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varied pacing impedance measurements of 700-1,500 ohms and oversensing that resulted in less than two seconds of pacing inhibition. Fluoroscopy revealed that the helix of the lead was not deployed and also showed a possible lead fracture at the subclavian insertion point. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.